Event description:
A customer reported a malfunction alarm with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again, which the customer understood and acknowledged.